Event description:
Event description guidant received information that interrogation of this patient's pacemaker yielded no impedance measurement, and loss of capture at 6.5 volts during a threshold test two days post-implant. When the physician reopened the pocket and removed the lead from the header, it was noted that the unipolar lead had been damaged at implant when the anode setscrew was tightened down onto the lead insulation. The lead was capped, and two new leads were implanted. The pacemaker was explanted and returned to guidant for laboratory analysis.